Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon got stuck with a non-boston scientific guidewire. The balloon and the guidewire were removed together. The procedure was completed with another of the same device. No patient complications were reported.